Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for follow up in clinic, loss of pacing, no telemetry and no magnet response was noted. Patient had bradycardia with a rate of 40 bpm as per electrocardiogram. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The complaint of ¿no pacing, failure to interrogate¿ was confirmed. The device had no telemetry due to battery at end of service level when received. No pacing and no telemetry are consistent with battery voltage at eos level. Analysis was normal with no anomalies when the device was tested after installing new battery. The cause of the reported event was due to normal battery depletion.